Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have supplies with her at the time of the call. Unable to continue troubleshooting. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.